Event description:
(B)(4). Initial report: this non-serious, spontaneous report was received from a physician via our affiliate in (B)(4). This report was received with minimal information. A patient (demographics not indicated) was treated with sculptra (poly-l-lactic acid) (dosage, therapy dates and indication not provided). Medical history and concomitant medications were not indicated. This patient developed granulomas in the eye rings where sculptra was injected.